Event description:
Consumer called to report comparing their meter readings with a lab result. Analysis run on clark error grid using lab reading (250) as ref. Point vd. Bd readings (151) yielded data points in the d range of the grid, outside of acceptable limits.